Event description:
It was reported that when the device is charging and the therapy cable is moved, it loses a good connection to the therapy connector and will not deliver defibrillation therapy. The failure was observed during testing and there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer confirmed that they replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to use. The removed therapy connector assembly will not be returned to physio-control for evaluation.